Event description:
This pt underwent bilateral breast reconstruction with mentor tissue expanders in 2005. Their immediate postoperative course was complicated by fever and atelectasis. Pt was dishcarged on po day 3. Six days later, pt's skin flaps were observed to be eccymotic with superfical epidermolysis. Based on the medical records provided, this pt expired in about a week later following rapid onset of sepsis and toxic shock, with the surgical site as possible source. Approximately 24 hors proceding death, the mastectomy skin flaps had been debrided and expanders removed. Based on the operative report, no gross purulence was noted. Final would cultures have not been forward to mentor.